Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.63 v after 28 months of implant. It is unknown when the device reached 2.65 v. The current monitoring voltage is 2.58 v. The patient will be traveling to (B)(6) for five months.

Manufacturer narrative:
Technical services (ts) advised that the device follow-up intensify to monthly. It is unknown if the device will last another six months due to the rate of depletion and current advisory status. No adverse patient effects have been reported. It was later reported that the device reached elective replacement indicator (eri) battery status. The representative wondered if they had the full ninety day window for device replacement. Ts advised being conservative and replacing the device within thirty days, as the time from eri to end of life (eol) may be shortened. We received additional information that the device was explanted and replaced with a competitor device. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.